Manufacturer narrative:
Initial reporter's occupation: purchasing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon delivery of a flexor parallel ureteral access sheath and dilators, it was discovered that the package was open due to a missing seal. The issue was discovered in the purchasing department and there was no patient involvement.

Manufacturer narrative:
Description of event: as reported, upon delivery of a flexor parallel ureteral access sheath and dilators, it was discovered that the package was open due to a missing seal. The issue was discovered in the purchasing department and there was no patient involvement. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was returned in package with the chevron end open. The straight seal was completely missing. The distal tip of dilator was kinked for approximately 5 mm. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "do not use the product if there is doubt as to whether the product if there is doubt as to whether the product is sterile." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a manufacturing event likely contributed to this incident. The employee responsible for the production of an out of specification device has been retrained. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.